Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted during a robotic-assisted laparoscopic abdominal sacrocolpopexy procedure performed on (B)(6) 2016, to treat a patient with pelvic relaxation and vaginal vault prolapse. The patient was extubated and transferred to the recovery in good condition and there were no patient complications at the conclusion of the procedure. As reported by the patient's attorney, the patient experienced an unspecified injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2016, implant procedure date, as no event date was reported. This event was reported by the patient's legal representation. The implanting surgeon is dr. (B)(6). Patient code e2401 captures the reportable event of unknown injury. Impact code f12 has been used in the light of this patient seeking legal recourse for an unspecified personal injury related to the device.